Event description:
It was reported by service report that the cot was missing the following parts: gas fowler cylinder, breakaway assembly, base interface end plates, and left/right spacer plates. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section assembly.